Manufacturer narrative:
(B)(4). Batch #j90y17. The device was returned with the blade tip broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the device did not pass pre-run testing. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. When a blade is damaged, it may not complete the pre-run testing, will display an alert message. For gen11 this signal is ¿relax pressure on blade and reactive¿ twice followed by a ¿replace instrument¿, and the generator system will revert to standby mode. At that point power output stops in a safe mode pending troubleshooting and eventual device replacement. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.